Event description:
According to the reporter, prior to using, while testing the device, the display showed a linear adapter error on two different adapters that were tried on the handle. The adapter worked fine with another handle. There was no patient involved. Medtronic's initial evaluation of the incident device found cfet (charging field effect transistor) failure to be tripped when battery data was read.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Analysis of the returned product noted that the microsd card was corrupted. It was reported that the screen displayed a yellow swimlane aligned with the adapter symbol. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.